Event description:
It was reported that the pt fell down and afterward there was no hearing perception.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.